Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, " material sensitivity reactions." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06829 & 06836).

Event description:
It was reported patient underwent a right comprehensive reverse total shoulder arthroplasty on (B)(6) 2010. Subsequently patient was revised on (B)(6) 2014 due to the post fracturing from the humeral tray on the humeral stem. Post operative report noted loose metal and metallosis during the revision procedure. The humeral bearing, humeral tray and humeral stem were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.